Event description:
The patient presented in the clinic due to a patient notifier alert. It was observed that the hv lead impedance from rv to can was out of range. The physician elected to open the pocket and retighten the setscrews. However, the same observation was seen. Both the ICD and lead were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.